Event description:
It was reported that multiple defective devices were involved with the suture, where the thread broke. The defective products were of the same product ID and lot. The number of returned products was 40 pieces, and 7 of the sutures had been used. The defective products had been discarded, and only the outer packaging remained. The suture was not treated or hydrated prior to use, and a continuous suturing technique was employed. The device was opened or removed from the packaging 10 minutes prior to use. No additional new suture was used without issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.